Event description:
Infusion rn (B)(6) with brightstar home health reports that the pt's pump has malfunctioned and needs to be replaced. Infusion rn (B)(6) reports they are receiving a mt lithium battery code/ all data erased message. Infusion rn (B)(6) reports that the pt has already received their infusion with dial IV set and will not need another pump for about 2 weeks. Pt did not miss a dose. It was not reported if the pt experienced an adverse event. It was not reported if the defective pump is available for return. Pump serial number is unknown. No further info, details, or dates available. Fabrazyme dosing and frequency: infuse 70mg intravenously every 2 weeks in 250ml normal saline (total volume) over approximately 6 hours via infusion pump. Diagnosis for use: fabry (-anderson) disease.